Event description:
Asku

Event description:
It was reported, and verified by device data, that atrial and ventricular pacing impedances were > 3000 ohms. It was also reported the device would not stay in mvp (managed ventricular pacing) mode. It was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found.